Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment ab in (B)(4) on behalf of our sales and distribution company in (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation. Track wise ID.

Event description:
As stated by the customer 2010-(B)(6): per the ahus service technician's investigation summary: "two cnas was transferring pt from the wheelchair to the bed. One at the pt end, one at the docking handle. They raised him off of the chair and while turning the lift to the left, the front castors were not pivoting to allow the lift to easily turn. The cna at the pt end (B)(6) stated that the lift seemed to tip but did not witness the castors coming off of the floor. The cna that was at the docking handle was trying to force the lift to turn by herself causing her to injure her back. The cna at the docking handle was not available to interview. Finally, the lift was turned over the bed and the pt was safely returned to bed. (B)(4).